Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens hd. Postoperatively, the pt complained of terrible vision. The physician explanted the lens and replaced it with a different lens model. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.